Event description:
It was reported that during a scheduled procedure, to remove a second vena cava filter that was placed because of a large clot noted at the hub of the first filter, it was discovered that the second filter had migrated caudally, approx 1 vertebral length. The filter was also tilted down at a 45 degree angle. There were no clots noted in this filter. Because of the migration and tilt of the filter, the dr removed the filter and the pt was placed on anti-thrombin medication. Pt is asymptomatic and no injury to pt reported. The vena cava was measured sometime after the second filter was placed and it measured 31.8 mm. The first filter remains in the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was not returned for eval, as it was discarded by the user facility. The results of the investigation are inconclusive. It was noted that the cava diameter was 31.8mm. Clot in the cava may have contributed to the cava size and the size may have contributed to this reported event. The IFU (info for use) for this device states the following: if the ivc diameter exceeds 28mm, the filter must not be inserted into the ivc.